Manufacturer narrative:
It was reported that during use the cs100 intra aortic balloon pump (iabp) had loop leakage and the hospital immediately stopped using it without causing any personal injury. A getinge field service engineer (fse) went to the customer site and performed the factory-specified tests. All tests passed. Fse did not find the loop leakage fault reported by the customer. The test balloon was also normal. Fse suspected that the loop leakage might be caused by the balloon problem and told the customer to continue using it for observation. Fse went to the customer site again and performed the factory-specified tests again. All tests passed.

Event description:
It was reported by customer that during use on a patient, the cs100 intra-aortic balloon pump (iabp) was reported to have a loop leakage. They immediately stopped using it and there was no harm to any personnel.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.